Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer said they saw air bubble when they removed the cannula. They changed supplies and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.